Manufacturer narrative:
The insulin pump passed all functional tests including displacement, and self tests; however, pump error 63 is confirmed in the formatted history file (variable info was 3) due to a loose connection or a cold solder joint at u1 keypad assembly. No other unexpected audio or vibrate anomaly or absence of alarms were noted during testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed hardware low level failure. The customer's blood glucose value was unknown. Customer able to clear the alarm and finish process. The insulin pump will be returned for analysis.